Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l details have been requested. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on march 20, 2015.

Event description:
Complainant reports an obstruction occurred between the eleven to twelve centimeter area of the device. It was further noted the "problem has occurred on sever the tube has obstruction in the exactly at the level where the cuff line is connected". The complainant further reports 'the tube had to be changed'.